Manufacturer narrative:
H10: one device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition; however, residual contamination inside the plastic bag was observed. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined.the second device was not received; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of flow regulator sets had fluid leakage located at the flow restrictor. This was identified before use. There was no patient involvement. No additional information is available.